Manufacturer narrative:
The reported event was unconfirmed. There were no visual defects. To test the drainage of the device, a 70cc slip tip syringe was inserted into the drainage funnel and water was pushed through with no issues. Then a 10 cc slip tip syringe was inserted into each drainage eye and water pushed through with no issues. There was good flow in both directions. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections ot surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had no drainage flow. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had no drainage flow. No medical intervention was required.